Event description:
It was reported by repair work order that the siderails would not lock into position due to broken timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as the device was not repaired and returned as previously reported. The issue was resolved for the customer by informing them that the timing links were broken and giving them an estimate for the repair. The customer chose to resolve the issue on their own at this time.

Event description:
It was reported by repair work order that the siderails would not lock into position due to broken timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: device to be repaired upon receipt of parts.